Event description:
Foreign patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 the receiver had no display except the backlight. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The receiver passed exterior visual inspection and pictures were taken. The receiver lcd screen read "call tech support" error deeming this complaint reportable upon completion of the device evaluation on (B)(4) 2015. The customer complaint was confirmed. The root cause was determined to be a defective component in the receiver's printed circuit board.